Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was having signs and symptoms of an infection (discomfort at site, redness, and drainage) so the hcp decided to remove the system. Hcp said antibiotics were administered for the patient, but the system was removed after the antibiotic therapy attempt. The issue was resolved at the time of the report. No device issue was reported and no further patient complications have been reported as a result of this event.